Manufacturer narrative:
Title: gasless single-port access laparoscopy using a j-shaped retractor in patients undergoing adnexal surgery source: surgical endoscopy (2021) 35:2457¿2464. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study aimed to compare gasless single-port access laparoscopy and conventional laparoscopy in patients undergoing adnexal surgery between may 2017 and april 2019. There were 80 patients in the study, 40 patients underwent gasless laparoscopy and 40 underwent conventional laparoscopy. Ligasure was used for adnexa ligation. Complications included: bleeding (up to 1200ml). No interventions for bleeding were reported. Conversion to open procedure was not related to the device.